Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by epigastric pain and abdominal pain. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. Treatment for the event was unknown. Extraneal, physioneal, and nutrineal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.